Manufacturer narrative:
This product will not be returned for evaluation and testing. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without the return of films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The stent was reported to have migrated after successful deployment in the renal artery. The lesion was described as measuring 6mm x 9.3mm, mildly calcified and bifurcated with an unknown rate of stenosis. The stent delivery system appeared normal when removed from the package and at the time of inspection before use. The lesion was not pre-dilated and negative balloon pressure was not pulled prior to inserting the device into the patient. The stent delivery system behaved normally during advancement towards the lesion and was tracking without difficulty. The stent was satisfactory deployed adhering to the lesion at 10 atmospheres. The stent was post dilated; however, subsequently it migrated towards the aorta remaining 2/3 in the renal artery and 1/3 in the aorta. Another "genesis" stent was used to treat the lesion achieving satisfactory results. There was no reported patient injury.